Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and found that the system would not boot up after a restart was performed due to a geometry error. Review of the log file confirmed the malfunction with the geometry pc. The fse checked the system and found a communication problem with the geo ipc computer. The fse checked the ethernet communication link and identified that all leds of the ethernet switch were lit indicating failure. The fse restarted the switch but the switch failed in the self test. The fse confirmed the cause of the issue was failure of the ethernet switch in the r cabinet. The fse replaced ethernet switch to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not fully boot up after a restart was performed due to a geometry error. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the problem was related to a failed network switch. The fse replaced the network switch and the device was returned to expected functionality.